Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a can't turn on cycler message during power up. The display was blank. The power cord was securely plugged in. There was a sound when ok/stop buttons were pressed. The cycler was switched on and there were no lights on the stop, ok, and up/down keys. The cycler was replaced. Upon follow up, the patient stated they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient did complete their treatment. The patient suspected that the event was caused by user error. The cycler was returned to the manufacturer and a replacement cycler was provided and received. The patient is continuing peritoneal dialysis therapy on their new cycler with no further issues. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel touch screen remained blank. It was identified that the cause for the blank screen was due to an internal short present transformer (t1) on the inverter board with lot code 2263 which reflects the transformer has p155 insulation thickness. A known good inverter board was installed and the display became fully operational. An internal visual inspection of the returned cycler encountered no other discrepancies. A voltage verification check passed. A 15-minute 1000ml simulated treatment was performed without any failures or problems. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.